Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify audio and vibrate anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a vibration anomaly and blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported fluid in the insulin pump after the customer went swimming. The customer reported a sudden vibration followed by the blank display. The customer did troubleshoot the issue. The customer was advised to return the insulin pump. The insulin pump will not be returned for analysis.